Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The device was returned for analysis. The reported stent dislodgement and damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Per the xience xpedition everolimus eluting coronary stent system instructions for use, the mandrel and the protective sheath should be removed prior to preparing the device (removing air from the system). The investigation determined the reported difficulties appear to be related to use error as it is likely that during prepping of the device (against the instructions for use) negative pressure during sheath removal and/or mishandling resulted in the reported/noted stent damages and ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent use error as it is likely that during prepping of the device (against the instructions for use) positive pressure and/or negative pressure during sheath removal and/or mishandling resulted in the reported/noted stent damages (mangled, stretched) and ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The returned device analysis found that there was contrast on the outer member and hub indicating that the device had been prepped (air aspiration). The stent implant was dislodged from the stent delivery system and returned on the stylet with protective sheath. The entire stent implant was mangled and stretched. The account confirmed that the device had been prepped (air aspiration) prior to removing the protective stent sheath and that when the product mandrel (stylet)/protective sheath were removed the stent dislodged from the balloon and was damaged.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 4.00 x 28 xience xpedition stent delivery system (sds) was selected for the procedure. Upon removal of the product mandrel/protective stent sheath with no resistance felt, it was observed that the stent implant had dislodged from the balloon. The sds was not used in the procedure. There was no patient involvement. Another unspecified sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.